Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual examination determined a fracture that was located in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded a high within range shock impedance measurements of 165 ohms. Technical services (ts) discussed the impedance at implant was 148 ohms and recommended chest x ray. This sicd system remains in service. No adverse patient effects were reported. Additional information was received. This electrode was explanted due to therapy upgrade and replaced. This product was returned. No adverse patient effects were reported.